Event description:
Information received by medtronic indicated that the insulin pump was not working properly and the customer had diabetes ketoacidosis. Customer's blood glucose value was 22.2mmol/l. Customer suffered from vomiting. Customer injected with insulin pen and the blood glucose value dropped. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer was in center for rehabilitation of chronically ill children for high bgs and diabetic ketoacidosis. Customer's doctor alleges pump being defective. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and date at 0.08695 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. The test reservoir does lock properly inside the reservoir tube. The pump was received with a scratched case and a cracked retainer. Allegation for pump being defective not confirmed during full functional testing. Unable to verify customer alleged for high blood glucose and diabetic ketoacidosis. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.

Event description:
Doctor reported customer was in their center for high blood glucose and diabetic ketoacidosis. Customer came with high blood glucose on (B)(6) 2021 and blood glucose remained elevated through the night. She was vomiting. They confirmed diabetic ketoacidosis. They changed the set, insulin, etc but it did not help. They then injected with insulin pen and blood glucose dropped but then continued to rise after the effect of the injection was over. During troubleshooting, date/time was different for a day (1 day back). Self-test passed, displacement verification test passed. The insulin pump did not look damaged. Retainer ring was fixed. Incident date is february 10, 2021 per sap for insulin pump.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.